Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. A visual inspection reported damage to the front and back enclosure. The functional evaluation confirmed the device failed to maintain suction, establishing a relationship with the event reported. The root cause was identified as worn seals within the pump. The device also displayed the 4006 error message on start up due to a depleted battery. A review of the manufacturing records found that there was no evidence that the product did not meet specifications at the time of manufacture. A complaint history review found further similar incidents of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys touch has visible dents, the push buttons are missing and it shows device failure 4006. Additionally, during service evaluation, the pump was found unable to generate or control negative pressure. No patient involved.

Event description:
It was reported that the renasys touch pump assembly is leaking. No case involved as the problem was found during service and repair.